Manufacturer narrative:
Upon inspection, the hill-rom technician noted the down function of the lift was inconsistent and that the drum was leaking. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the likorall 242 s lift was stopping halfway up and would not move up or down. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).